Event description:
General report received of an unspecified number of undocumented incidents of air entering the syringe of a monitoring kit. Reportedly, the physician noted a "significant amount of air" entering the syringe when the contrast media was being drawn into the syringe. The air was removed and the diagnostic procedures continued. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.